Event description:
In 1987 I had surgery to increase my bust size and I got silicone gel implants. About a year later I began to suffer a lot of health issues. I could not think well, felt like I was in a fog all the time, developed severe food allergies and started getting debilitating headaches to nearly everything I ate. It appeared that my immune system was seriously in trouble. Over the years I went to many doctors trying to determine what was wrong with me and I spent a great deal of money trying various things trying to get well. I did have one doctor suggest that it might be the implants but I did not take him seriously. Recently, after 18 years of suffering, I decided to have explant surgery in hopes of regaining my health. The surgery was 3 weeks ago and though the implants were not ruptured, they had some leakage through the pores of the silicone shell that encased the implant. The outside of the implants was very sticky and would stick to our hands. It is too early to tell how much healing I will experience since it has only been 3 weeks since explant but already I can tell that much of the brain fog has lifted.